Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the a system advisory displayed and fluid leakage was noticed from the back of the cassette during calibration. The product was replaced and the procedure was completed without known consequences or impact to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. The wet and used returned sample was visually inspected and no obvious defects were observed. The elastomers on the pinch plate were verified to be correctly positioned on the back of the cassette. There was no damage or lift observed on the elastomers. A pressure leak integrity was performed on the cassette and no leakage was detected. The sample was then tested on a console representing the current software version. The sample could prime and tune successfully. The irrigation and aspiration pressure was within specification. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed functionality. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. (B)(4).